Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) in a clinical study reported a urinary tract infection. Interventions include medications that was administered. One week of bactrim that started on (B)(6) 2017 and the event resulted in an unscheduled clinic or office visit. Laboratory testing on (B)(6) 2017 showed results that were positive for e. Coli. There was a report that the event was possibly related to the device or therapy. It was reported that it was not related to the implant procedure. The local provider obtained a urine sample for culture and it was positive for e. Coli. No further patient complications have been reported as a result of this event.

Event description:
Additional information from the hcp in a clinical study reported the patient's relevant medical history included urinary urge incontinence, urgency frequency, urological problems since childhood, diarrhea, pelvic pain, hysterectomy, and hypertension. No further complications were reported.